Event description:
Customer reported that the patient developed a recurrent hernia at an unspecified time following an initial repair. The patient was returned to surgery. The surgeon reports that the mesh device was split down the middle. The device was left in-situ and an additional mesh product was placed over the defect. Additional info was requested; no further info was received.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.